Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was returned, analyzed and analysis found that there were software errors logged on the hard drive. Analysis also found that the device fails the vxi console functional test. It was also noted that the keyboard was loose due to broken hinges.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.